Manufacturer narrative:
D2b - procode - corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that approximately two hours after intubation, leakage was observed from the cuff, and the device was subsequently replaced. The event involved a patient, but no injury was reported.

Manufacturer narrative:
H3: the device was received for evaluation. A lot history review could not be conducted because no lot number was identified. As received, no damage or anomalies were observed. Visual and functional testing was performed to replicate clinical use, during which the tracheal tube cuff was inflated using an ICU medical provided syringe. The cuff initially inflated but subsequently deflated. The cuff was reinflated and placed in a water bath, where air leakage was observed originating between the base of the cuff and the main tube. Further inspection identified a channel between the base of the cuff and the main tube. The complaint of air leakage was confirmed. The probable cause was determined to be a welding error during manufacturing in tijuana.